Event description:
It was reported that the patient received inappropriate therapy three days after system implantation due to a loose setscrew on the device. Noise and oversensing caused the patient alert to be triggered on each of the two days prior to the therapy delivery. The loose setscrew was re-tightened and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.